Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware.

Event description:
It was reported that patients lead had migrated and was not able to get enough pain relief. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return.